Event description:
It was reported that the ventilator intermittently does not give a breath, and volumes were low intermittently during a breath. No reported harm to the patient. The biomed technician tested the ventilator and found no problems.